Event description:
It was reported that during a da vinci-assisted surgical procedure there was continued issues with the erbe generator. Caller stated that they have intermittently been seeing a question mark present on the erbe with intermittent issues firing energy. The customer has swapped out energy cables with no change. The customer is proceeding with the case using a third-part energy device. The technical support engineer (tse) informed the customer that the issues reported are possibly associated to expired or damaged energy cable and reminded the caller that cables are only good for 20 uses or 25 processes. The customer will check all cables but feel the cables are good as they all work on the third party energy device. The tse advised the customer that the engineer would follow up as requested. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with a 3rd party generator and no impact to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (issues recognizing bipolar cord and instruments) was confirmed and reproduced on iesu connected to system. Logs could not confirm the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition. (Bipolar 1/2 ports did not recognize instruments) erbe unit that was placed onto golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.